Event description:
During a pci/stenting procedure involving a calcified and 99% stenotic lesion in the lcx coronary artery, the quantum maverick monorail balloon ruptured at 10atms on the inflation. It was noted that resistance was not encountered during advancement. The quantum maverick monorail balloon was exchanged for a quantum maverick monorail 2.75 x 12 which was used successfully. A cypher stent was also successfully deployed. A 6f terumo introducer sheath and a mach1 fl4 guide catheter were also used in the procedure. No patient injuries or complications were reported.